Manufacturer narrative:
Device 1 of 2. E1: complainant street address: 74, hwanggeum-ro 109beon-gil, yangchon-eup, complainant city: gimpo-si, complainant state: gyeongi-do, complainant phone: 01091450593, complainant country: korea, republic of, name of affiliation: jaywave inc. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
The distributor reported dark colored matter (larger than 0.1 square millimeter) within dressing. The product was not used on patient. A photograph depicting the issue was received from the complainant.